Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed radiofrequency failed self-test alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
Findings: alarm during self test due to faulty. Pump passed idle current test, run current test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. Unable to perform blood glucose meter test and minilink transmitter test due to alarm. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.